Event description:
It was reported that the patient experienced ineffective therapy. As such, surgical intervention took place wherein the entire system was explanted to address the issue.Investigation was unable to determine which of the leads is related to the issue.

Manufacturer narrative:
Date of event is estimated.D10: Medical Product: SCS lead and SCS IPG, Therapy date is unknown.Additional components potentially involved in the event include: Common Device Name: SCS Lead, Model: Unknown, UDI: Unknown, Serial: Unknown, BATCH: Unknown.The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.During processing of this incident, attempts were made to obtain complete event and device information. Further information was requested but not received.Unique device identifier (UDI #): the UDI is unknown because the lot number was not provided.